Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 185 mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer stated that the insulin pump was on bo. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.